Event description:
It was reported that the programmer's screen displayed a black screen when powered on and the message to insert configuration disk and cycle power. The company representative had just received the programmer from being serviced. The caller checked to see if a diskette was left in the drive by mistake, however, no diskette was found. Another programmer was used for interrogation and the programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).